Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and updated method codes. The device was not returned for evaluation. Without the benefit of analyzing the product, quality cannot confirm any observations and cannot comment on the condition of the device. As quality's examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations of such as the reason for surgical intervention. If the device becomes available, or additional information is received, quality will re-evaluate this complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, impeding erosion. Additional information received, "breakdown of penile prosthesis."